Event description:
It was reported that during a hernia repair, the device was dropping staples. Also, the staples did not hold and fell into the patient. They were all removed from the patient's body. Another like device was used to complete the case. There was no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.